Event description:
It was reported that the patient received shocks due to t-wave oversensing on the right ventricular (rv) lead. It was suspected that the lead had dislodged and the r-waves had decreased. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 48 lifetime ventricular short interval counts are recorded since implant. A lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for non-sustained and ventricular short interval counts. The non-sustained requirement for lead integrity alert trigger was met on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: ddbc3d4 implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).